Event description:
It was reported that the patient presented for a 12-month follow up in clinic. It was noted during interrogation that high capture thresholds were observed on the left ventricular (lv) lead. Programming changes were made. The issue was resolved with no consequences.